Event description:
It was reported the customer had a no delivery alarm while priming. Customer's blood glucose was unknown. The customer was unable to troubleshoot at the time of the call. Customer also declined to return their products for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.